Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "nasal intubation for dental procedure. One patient noted 'leak' in cuff, but was after manipulation with magill forceps and thought this was likely trauma to cuff that caused problem. There was no reported patient harm or consequence".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "nasal intubation for dental procedure. One patient noted 'leak' in cuff, but was after manipulation with magill forceps and thought this was likely trauma to cuff that caused problem. There wa sno reported patient harm or consequence."